Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to not feeling well. Reportedly, the customer was experiencing fluctuating blood glucose (bg) levels; however, bg was 115 mg/dl at the time of the ER visit which customer acknowledged was within normal range. Bg was treated with food and fluids while in ER. Reportedly, customer left the ER 3 to 4 hours later. Bg values at times of fluctuations were not provided. The customer did not provide a suspected cause for fluctuating bg levels; however reported that there were no apparent issues with the pump or supplies.